Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative through doctor reported that battery impedances would not pick up on clinician programmer (8840) on either inside patient or outside during procedure and they used two 8840's still no success. Patient had a back stimulator opposite side. Doctor used two 8840's and patient remote to check. Doctor used another battery and worked fine. No patient harm reported. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed correction was made the initial reporter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported it would not pick up on the clinician programmer or the patient remote. The rep also noted the implantable neurostimulator (ins) was defective and sent back.

Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) revealed that the stim ins setscrew backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.